Manufacturer narrative:
This report will be amended when our investigation is complete. Received, not yet evaluated.

Event description:
It is reported that during a hip arthroplasty, range of motion was tested on the patient after implantation. At which time the locking ring disassembled from the shell. The shell had to be removed and replaced by another product.

Manufacturer narrative:
This follow-up report is being filed to relay additional and corrected information, which was unknown at the time of the initial medwatch. Medical product ¿ shell porous with cluster holes 58 mm o.d., cat#: 00620005822 lot#: 63357261; bone screw self-tapping 6.5 mm dia. 30 mm length, cat#: 00625006530 lot#: 62893324; bone screw self-tapping 6.5 mm dia. 25 mm length, cat#: 00625006525 lot#: 63147625; bone screw self-tapping 6.5 mm dia. 25 mm length, cat#: 00625006525 lot#: 63160165; femoral stem fiber metal midcoat collared 12/14 neck taper standard neck offset cementless size 12 standard body, cat#: 00784101200 lot#: 63027082; liner 20 degree elevated rim 32 mm i.d. For use with 58 mm o.d. Shell, cat#: 00632005832 lot#: 62713048; bioloxâ® delta, ceramic femoral head, m, ã¸ 32/0, taper 12/14, cat#: 00877503202 lot#: 2842943. Complaint sample was evaluated and the reported event was confirmed. Failure mode was that of component disassembled and fracture. Inspection of the device showed that the locking ring has popped out of the shell and the flange is fractured. It has also been noted that there are some scratches on the inside of the shell. The locking ring does not show any noticeable damages. DHR was reviewed and no discrepancies relevant to the reported event were found. Review of the complaint history determined that no further action is required as no trends were identified. Root cause was unable to be determined but could be possible misuse. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.